Event description:
It was reported that the pump housing surrounding the usb port was damaged, which impacted the customer's ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level as the pump had not shut down due to the issue. The customer was informed that a replacement pump with updated software would be sent and was advised on putting the pump into storage mode. Technical support also provided instructions for the steps required upon receiving the replacement pump, which the customer understood and acknowledged, and the damaged pump was to be returned using a pre-paid label.